Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
It was reported that the insulin pump alarmed bad sensor. The sensor was giving low readings but his blood glucose level was over 300 mg/dl. The sensor was returned for analysis.